Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. It is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device. The customer was therefore unable to obtain sensor readings and developed symptom of abdominal pain. The customer self-treated with insulin, then had contact with a healthcare professional. The customer was treated with additional insulin (dose/type unknown) and put on saline IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (sn) & (UDI) have been updated based on the returned product. Aection d4 (device expiry date) & h4 (device mfg date) have been updated based on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software and extraction was successful. The returned sensor was further investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba) no issue was observed. The returned battery voltage was measured to be within specification. Performed a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device. The customer was therefore unable to obtain sensor readings and developed symptom of abdominal pain. The customer self-treated with insulin, then had contact with a healthcare professional. The customer was treated with additional insulin (dose/type unknown) and put on saline IV. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a sensor error message with the adc device. The customer was therefore unable to obtain sensor readings and developed symptom of abdominal pain. The customer self-treated with insulin, then had contact with a healthcare professional. The customer was treated with additional insulin (dose/type unknown) and put on saline IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event code 11, 224, and 227, and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error introduced by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage testing was within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality test indicates that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. Section d4 (primary UDI number) was updated based on returned product download. This also serves as a correction report. Section d4 (serial ) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.